Manufacturer narrative:
E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that the lumbar catheter ruptured during a lumboperitoneal shunt procedure. The catheter was removed under a microscope, and a spare device inserted to complete the procedure. There was a procedure delay of an unknown time. The patient's status at the time of the report was asked but unknown.

Manufacturer narrative:
H3. Product analysis determined that the visual inspection confirmed the catheter had been damaged/torn. The inner wire was still intact. The catheter may have ruptured and damaged during the removal process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.